Event description:
The customer had a patient who was admitted for diabetic ketoacidosis. At 3:11 pm the patient was started on an insulin drip after a blood glucose of 297 mg/dl was obtained using the accuchek inform ii ( serial number (B)(4)). At 5:00 pm a meter result of 198 mg/dl was obtained and a lab drawn at the same time had a result of 608 mg/dl. No changes were made in the insulin drip at this time. At 6:15 pm they obtained a result of 149 mg/dl on the meter. There were no changes made to the insulin drip at this time. Later, while continuing to use the same accuchek inform ii, the customer stated they obtained a blood sugar of "hi" (greater than 600 mg/dl) at 8:02 pm, 443 mg/dl at 8:04 pm and 136 mg dl at 8:07 pm. A lab draw was done at 8:10 pm and the result was 669 mg/dl. The caller reported that she was told by the nurse that the samples were contaminated by dextrose. She did not have any further details regarding the dextrose contamination. No changes were made to the patient's insulin drip based on these results. At 10:01 pm the patient was shaky due to low blood glucose symptoms and the test result at that time was 60 mg/dl on the meter. The patient was given an unknown amount of d50. The caller stated that the meter results did not cause or contribute to any treatment changes that caused the hypoglycemia. No further testing was done until 8:05 am the next day when the meter showed a result of 219 mg/dl and a lab drawn at the same time resulted out as 244 mg/dl. The patient was reported to be feeling okay. There was no adverse event. The suspect product was requested to be returned: however, the strips have been used up and will not be returned.

Manufacturer narrative:
The customer did not return the strips. A specific root cause for the event could not be determined. The customer did return the meter. The returned meter & reference meter was tested with retention strips and control solution. All of the returned results are within acceptable range. The allegation in this case could not be substantiated.